Event description:
It was reported by the user facility that the pt had a heart attack on the evening of (B)(6) 2013 and was hospitalized for a few days. According to the pt's peritoneal dialysis nurse, the heart attack occurred within 24 hours of treatment but was unrelated to his dialysis. According to the hospital discharge summary report, dated (B)(6) 2013, the pt had arrived in the emergency room on (B)(6) 2013 with left-sided chest pain radiating to the jaw, and reported waking up with chest pain. He was found to have non-stemi and was admitted at around 6:30 pm. He was taken to cardiac catheterization and found to have coronary artery disease with severe ischemic cardiomyopathy, and three drug-coated stents were successfully placed percutaneously. He was placed in the ICU, to continue peritoneal dialysis and beta blockers and start effient and aspirin. He started having thrombus and severe, profound thrombocytopenia, requiring a platelet transfusion and holding of all anticoagulation. Platelets started improving once effient was started. He went into complete heart block requiring a pacemaker implant. The pt was discharged in stable condition, on effient, aspirin, statins, and ace inhibitors. The pt declined hemodialysis and was released to a rehabilitation facility where he would continue his peritoneal dialysis and medications and have his blood pressure monitored. He was released on (B)(6) 2013 and is reportedly ok now.

Manufacturer narrative:
This report is being submitted as part of a system-level review. Reference MFR. Report #s 1713747-2013-99965 and 2937457-2013-00374. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant pt medical records and treatment data regarding the reported event. The device has not been return for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.